Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the issue while reviewing the logs from the unit. The stm was not able to reproduce the failure with system trainer or customer ECG leads. No error codes or fault codes were displayed on device. The stm perform a functional and safety checks. The device passed all functional and safety tests according to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by customer that during use on a patient, the cs300 intra- aortic balloon pump (iabp) did not display the ECG wave form. There was no harm or injury to the patient.

Event description:
It was reported by customer that during use on a patient, the cs300 intra- aortic balloon pump (iabp) did not display the ECG wave form. There was no harm or injury to the patient.

Manufacturer narrative:
Updated fields, b4, g4, g7, h6 (evaluation result codes), h10.